Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a protaper file broke. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. A batch number was provided, however this number has no corresponding in our system. The right batch number being unknown, DHR cannot be reviewed. Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.